Manufacturer narrative:
Advanced bionics has contacted the pt's family and requested access to medical records. The pt's primary health care providers and implanting surgeon have also been contacted and could provide no add'l info as to the cause of death. No product will be returned for eval.

Event description:
The or director informed an advanced bionics rep that, the pt passed away due to an infection. Pt's cause of death has not been determined.